Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump's suspend delivery was off and he was advised to remove the reservoir and perform rewind, but it was not responding. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that he was pressing buttons on the insulin pump but he was not going through. He stated that everything was working back to normal after replacing the battery. The insulin pump will not be returned for analysis.